Event description:
I rec'd an avaulta plus posterior biosynthetic support system to correct a rectocele in late 2007. To date, in 2008, the two buttocks incisions are draining which they have done continuously since five months earlier. According to my physician, the addition of the bovine product to the mesh is the cause of this. On the following month, I emailed the bard helpline to tell them of the problem and to ask the cause and remedy. On 03/11/08 medical services emailed me to please call their office which I did. It was a very unsatisfactory contact. With no info forthcoming, and no resolution of this problem, I finally wrote c. R. Bard, inc. On 06/25/08. On 07/14/08 I received a letter from quality assurance & regulatory affairs, to whom my letter to co had been referred, in which he wrote: "as a medical device manufacturer, bard must provide certain info related to this event to the u.s. Food & drug. Admn. In accordance with FDA reporting requirements." Enclosed was a medical release form for me to fill, sign, and return to them so they can access my records. They were not interested in reporting to you when I contacted them in early march, and they did not ask or tell me the time that they needed to report this and needed me to sign releases so that they would be able to do so. Dates of use: 2007 - 2008. Diagnosis or reason for use: rectocele repair.